Event description:
The procedure was used during a laparoscopic ligation of cystic duct procedure. Reportedly, the clips did not advance. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.